Event description:
It was reported that the customer was hospitalized for dka. The customer has been hospitalized for the second time in the past month. The contact stated that the troubleshooting has been performed and the pump had tested ok, but the customer's doctor requested to have a replacement due to the multiple hospitalizations.